Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer stopped working suddenly during programming. The programmer passed all incoming functional testing. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stopped working suddenly during programming. The programmer was returned for service. No patient complications have been reported as a result of this event.